Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The retention samples are acceptable. No error messages occurred. The allegation in this case has not been substantiated. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter unknown serial number compared to unknown laboratory method. On (B)(6) 2022 at 10:23 a.m. The patient had a meter result of 5.0 inr while at 11:00 a.m. The lab result was 1.5 inr. The patient's therapeutic range was 2.0-2.5 inr. The patient¿s testing frequency is 1-2 times a week.